Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm didn't fire. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the loading device . The delivery device was returned inside the loading device. The white plunger was not depressed and the blue slide lock was not engaged. The seal and tension spring assembly was observed inside the loading device. The seal was observed to be cracked on the outer coil of the seal in the loading device. The delivery device was removed from the loading device. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.220 in . The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure, the reported failure "activation problem" was not confirmed, but was confirmed for the analyzed failures "fitting problem" as well as "crack".

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal sytem 3.8mm didn't fire. A replacement device was used to complete the procedure. The hospital did not report any patient effects.